Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation. Additional information was requested 05/05/2008, 05/08/2008 and 05/22/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/30/2008.

Event description:
A surgeon reports having three patients with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested. This manufacturer's device report is for the second patient.